Event description:
It is reported that the insert was revised in 2006, due to osteolytic cysts. Imp date is unk.

Manufacturer narrative:
We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. H3: eval summary: no info provided. Unable to investigate. H6: eval: no product was returned for eval. No catalog number or lot number was provided; therefore, the mfg records could not be reviewed.